Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report on 03apr2019 involving the pentax medical video gastroscope model eg-2990i, serial number (B)(4) for a potentially contaminated endoscope. During a follow up email on 03apr2019 the reporter stated that the gastroscope "repeatedly fails the 3m atp[adenosine triphosphate] testing of the suction/biopsy lumen". No patient involvement was reported. No other information was provided at the time of the initial reporting. The video gastroscope was not returned to pentax medical. The gastroscope was sampled in the field and culture samples were received by nelson labs on 04apr2019 and tested for the presence of organisms that may be objectionable or considered pathogenic in an endoscope extraction. Refer to study number: (B)(6). On (B)(6) 2019, the gastroscope culture final report were received by pentax medical. The test results identified a raw count of 1 cfu comprising of the following 1 isolate: (B)(4). Based on the culture results, since this is a known skin contaminant and not a pathogenic, it will be communicated to the user facility that the video gastroscope can be returned to rotation but will first need to be reprocessed again before it is used for clinical use.